Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. C(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8300 sn: (B)(4) customer wanted to know what he needed to do to clear this error code. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: customer wanted to know how to clear this error code. I explain to the customer that he needed to re flash the 8300 due to that the software is not compatible. The customer said ok, and stated that he didn't know how to flash the 8300. I asked the customer could I remote in to help him correct this problem. Once I remoted in I notice that he didn't have the point of care software for the flashing of the 8300. Once I was able to locate the files, I set up the flashing for the customer and let him know that the steps we took on starting the flash is how you would flash any other unit that may need to be flashed. The customer said thank you and ended the call. Issue resolved. (B)(4).